Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient. Product ID 9 77a275, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID 977a275, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The consumer and manufacturer's representative reported that during the trial the patient was able to get 90% of the pain taken away. After the implant they couldn't get stimulation on the neck due to scar tissue. It was noted the patient had an injury where he had a narrowing of l5 and l6 and the healthcare provider (hcp) cleaned it up and fused it in (B)(6) of 2014. The patient wanted to see if the manufacturer's representative (rep) could program the device at their appointment on (B)(6) or if he would have to have another surgery to have another type of implant for stimulation. The rep. Further noted that reprogramming was attempted. The patient felt stimulation but "specifically in the areas he needed it (neck and above shoulder blade)." He felt it in his shoulder blade area and arms. Impedances were normal. The patient was meeting with the doctor to discuss a revision of the lead. It was unknown if any actions had been taken to resolve the event. The patient was receiving therapy but didn't feel like it was effective. Additional information received from the hcp reported the patient was to try a new program for 1 week. If not better, they would schedule to revise the system. It was noted that the stimulator system was revised or explanted on (B)(6) 2015. Relevant medical history included non-malignant pain.